Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). A sample is not available for evaluation; therefore, the condition cannot be confirmed or duplicated and the assignable root cause could not be determined. A batch review cannot be performed since there was no lot number provided. If additional information or samples become available, a follow-up report will be submitted.

Event description:
A customer reported to a baxter product surveillance specialist of an unknown quantity of intravia empty container that was difficult to remove a spike from the bag. In some cases the spike port ripped off of the bag. There was no medical intervention or patient injury reported. It is unknown when this reported condition occurred. No additional information is available.